Event description:
During a distal femoral derotational osteotomy with internal fixation, the long pull reduction instrument -whirlybird- fragmented during the procedure under a small amount of stress. A portion of it was removed, but a small piece remained in the bone.